Event description:
During an unk procedure, the surgeon fired the device onto the colon but it was immediately obvious no staples came out. It appeared that there were no staples loaded into the device because none were found on either the anvil, the jaws of the instrument or on the colon. No pt consequence.